Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a leaking shower bag was unable to be confirmed. The shower bag (lot: 11044890) was not returned for testing. Provided information indicated that the leak was discovered while the patient was showering and that the 14v battery compartment had moisture. It was later reported the shower bag was not available for evaluation. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and heartmate 3 lvas patient handbook rev. D, are currently available. Section 6 of the IFU ¿patient care and management¿ and section 4 of the patient handbook ¿living with the heartmate 3¿ explain how to the use the shower bag. These sections warn that the shower bag must be used for every shower. Although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect external system components from water or moisture. Section 8 of the IFU "equipment storage and care" (under "cleaning heartmate wear and carry accessories") and section 6 of the patient handbook "caring for the equipment" (under "caring for the wear and carry accessories") state that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it: call your hospital contact for a replacement. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported by the vad coordinator that the patient's shower bag was leaking. It was later reported that leak was discovered while the patient was showering and that the compartment where the batteries are packed had moisture.